Event description:
It was reported the patient experienced blood loss or hemorrhage. The over 75% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10x31,5.9f,135cm carotid wallstent was selected for treatment. During the procedure, it was noted that the physician experienced difficulty advancing the device over the non-boston scientific wire. After the stent was deployed, extreme difficulty in removing the delivery system was noted. The delivery system was successfully removed, but the patient had a blood loss as a result of this event. The stent remains implanted, and the patient fully recovered after the procedure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported the patient experienced blood loss or hemorrhage. The over 75% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10x31,5.9f,135cm carotid wallstent was selected for treatment. During the procedure, it was noted that the physician experienced difficulty advancing the device over the non-boston scientific wire. After the stent was deployed, extreme difficulty in removing the delivery system was noted. The delivery system was successfully removed, but the patient had a blood loss as a result of this event. The stent remains implanted, and the patient fully recovered after the procedure. It was further reported that there was no treatment provided after the patient had a blood loss, and the patient is doing well post-procedure. It was further reported that the blood loss was due to loss of wire access. There was no vessel trauma or access site complication.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the instructions for use (IFU). The device was returned with no guidewire inserted in the device, and the device was in a deployed state. The investigator was unable to advance a boston scientific guidewire onto the device in a deployed state. The investigator retracted the stainless-steel shaft and was able to advance the guidewire onto the device and remove it without any issues in a undeployed state. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. There were no issues noted with the stent cups or stent holders. The inability to advance or remove a guidewire from the device when it was in the fully deployed state was confirmed.

Event description:
It was reported the device was difficult to remove and patient experienced blood loss. The over 75% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10x31,5.9f,135cm carotid wallstent was selected for treatment. During the procedure, it was noted that the physician experienced difficulty advancing the device over the non-boston scientific wire. After the stent was deployed, extreme difficulty in removing the delivery system was noted. The delivery system was successfully removed, but the patient had a blood loss as a result of this event. The stent remains implanted, and the patient fully recovered after the procedure. It was further reported that there was no treatment provided for the blood loss, and the patient is doing well post-procedure. It was further reported that the blood loss was due to loss of wire access. There was no vessel trauma or access site complication.

Event description:
It was reported the device was difficult to remove. The over 75% stenosed target lesion was located in the mildly tortuous and mildly calcified carotid artery. A 10x31,5.9f,135cm carotid wallstent was selected for treatment. During the procedure, it was noted that the physician experienced difficulty advancing the device over the non-boston scientific wire. After the stent was deployed, extreme difficulty in removing the delivery system was noted. The delivery system was successfully removed, but the patient had a blood loss as a result of this event. The stent remains implanted, and the patient fully recovered after the procedure. It was further reported that there was no treatment provided after the patient had a blood loss, and the patient is doing well post-procedure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information